Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) quality control of the unicel dxc 600i synchron access clinical system was low and that the cc sample probe had leaked about 0.5 cubic centimeters. Customer reported that the fitting on the probe was loose. Customer reported that they tightened the fitting and primed the analyzer. Customer did not notice any leak after tightening the fitting and primed the analyzer. Customer reported that they will prime the probe 10 times and rerun quality control. Customer reported that patient samples had not been run. There was no report of any erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. To date, customer has not reported any further leak from the cc sample probe or quality control issue.